Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Pump error during self-test followed by pump errors and high sleep current due to connector resistance printed circuit board. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected every 4 hours. Customer's blood glucose was unknown at the time of the incident. Product will not be returned for analysis.